Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that, during a laparoscopic hepatectomy procedure, the device became not to function at the end of the procedure. A nurse cleaned the blade with a wet gauze outside the patient, then the blade tip was broken off. The case was completed without using another device. The surgeon commented that the device touched a suction instrument during use. No pieces fell into the patient. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # r9569a. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. Blade damage can cause activation issues. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.